Manufacturer narrative:
This event was previously reported under manufacture report number 1415939-2017-00110. The incorrect manufacture location was selected in the initial report. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Based on the available data, it appears that a sample aspiration issue was present. A review of tracking and trending did not identify an adverse trend for issue observed by the customer. No other similar complaints were identified with this reagent lot number. Labeling was reviewed and found to be adequate. Based on this investigation this appears to be a sample specific issue. Based on the available information no deficiency of the clinical chemistry calcium assay, reagent list number 03l79, lot 36253un16, was identified.

Event description:
The customer observed falsely decreased clinical chemistry calcium results. The customer provided the following results (customer provided range 8.3-10.0): sid (B)(6): initial 0.8 mmol/l, retested on a different analyzer: 2.25 mmol/l. The results were not reported from the laboratory. There was no impact to patient management reported.